Event description:
The customer reported that an alternate site burn occurred to the patient from an area of damaged insulation on the pencil cord. The cord was clamped to the drape during the procedure. The burn was described as 2nd degree. The type of treatment was unknown.

Manufacturer narrative:
(B)(4). Two e2515h pencils were received for evaluation. Visual inspection noted a clamp mark on one of the cables, but the insulation was intact. The cord passed hipot testing. Both pencils were found to function normally and within specifications. Nothing was identified that would have caused or contributed to the reported incident.